Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the devices were removed, but the red button was not touched. Just so confirm, did the jaws open? If no, how was the device removed from the tissue?

Event description:
It was reported that during a sigmoidectomy procedure, the clamp was locked and impossible to open it and staple with it. The surgeon finally succeeded in removing it. The red button was not touched during procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported that the device was removed, but the red button was not touched. Just so confirm, did the jaws open? Yes, the jaws opened.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: it was reported that the devices were removed, but the red button was not touched. Just so confirm, did the jaws open? If no, how was the device removed from the tissue (please clarify for each of the 2 devices)? Yes, the jaws opened and yes device are available for analysis.